Manufacturer narrative:
The connectors were confirmed to be broken. The case was found to be broken. Display wires were found to be pinched, with insulation intact. Main seal was found to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connector ports. The epg was returned for service. There was no patient involvement.